Event description:
Caller states her spouse appeared to have low blood glucose symptoms with blood glucose result of 279 mg/dl obtained on the advantage system. He was taken to the hospital, and lab value of 42 mg/dl was obtained 15 minutes following meter result of 279 mg/dl. The caller's spouse was treated with a glucose "drip" and food; his low blood glucose symptoms improved, and he was later treated with insulin, based on values obtained on professional meter. Requested return of suspect device and replacement was sent.